Event description:
The customer reported via phone call that the insulin pump alarmed button error, alarmed failed battery test, and had an unresponsive keypad. The customer stated that he was hiking in the rain with the insulin pump leading up to the issue. He stated that after the button error, he was able to clear the alarm, received the failed battery test, but then the keypad did not respond. He replaced the battery and found that the insulin pump got stuck in the bolus menu screen. The customer's blood glucose was 105 mg/dl. He also noted that the insulin pump sustained a crack in it as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioning properly during testing however, moisture damage was found on the keypad traces during visual inspection. No button error alarm noted during testing. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.